Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a 79-year-old male patient suffering from acute myocardial infarction and cardiogenic shock was presented for impella 5.5 placement. During support, it was documented that the patient developed a hematoma at the impella access site. The site was evacuated and systemic heparin was halted to treat the noted condition. Support continued with the implanted pump following the intervention.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. No product was returned. The root cause of the access site bleeding was unable to be determined as limited clinical details and no product were returned for investigation.